Event description:
According to the reporter, during thoraco/lobectomy procedure, the surgeon clamped the pulmonary parenchyma with the device but was not able to fire it. Replaced by a new handle and a new cartridge ,the firing was completed with no problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.